Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.50 x 28 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. After several attempts to cross the lesion were made, the device was removed from the patient and it was found that the edge of the stent was lifted. The procedure was completed using a non-bsc stent. No patient complications were reported and the patient's status was good.